Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt had recurrent skin flap problems (inflammation and infection). The stimulator reportedly was visible through an open sore. The pt's device was explanted in 2008. Reimplantation is planned but had not been scheduled at the time of this report.